Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch and adhesive and no issues were observed. Data was successfully extracted from the returned sensor using approved software, and extraction was successful. No malfunction or product deficiency was identified. This issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The adc sensor prematurely detached and the customer was unable to obtain glucose readings. As a result, the customer experienced loss of consciousness, however, after regaining their faculties, the customer was able to self-treat with water, bread, and rest. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The adc sensor prematurely detached and the customer was unable to obtain glucose readings. As a result, the customer experienced loss of consciousness, however, after regaining their faculties, the customer was able to self-treat with water, bread, and rest. There was no report of death or permanent impairment associated with this event.